Manufacturer narrative:
Component code 527 is no longer applicable. The thv was implanted in native tricuspid valve position and the sapien 3 ultra resilia with the commander delivery system (ds) was indicated for native aortic valve, surgical and transcatheter bioprosthesis aortic valve, surgical bioprosthesis mitral valve and native mitral valve with an annuloplasty ring replacement only. So, this was considered an off-label operation. The following IFU and training manuals were reviewed for relevant guidance; IFU, commander delivery system with s3/s3u/s3ur thv, us, device preparation manualand procedural training manual. No IFU/training deficiencies were identified. As no device was returned and there is no evidence to support that a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not performed. Implanting thv in native tricuspid valve position using the sapien 3 ultra resilia (s3ur) with the commander delivery system (ds) is not indicated for use at the time of implant. The risk management file captures risks for indicated device use only therefore no further action is required. The complaints for valve deployment and position improper leaflet coaptation was unable to be confirmed due to unavailability of relevant imagery/medical report. A review of DHR did not indicate any manufacturing nonconformance that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. It should be noted that the thv was implanted in native tricuspid valve position for this case. The sapien 3 ultra resilia (s3ur) with the commander delivery system (ds) was indicated for native aortic valve, surgical and transcatheter bioprosthesis aortic valve, surgical bioprosthesis mitral valve and native mitral valve with an annuloplasty ring replacement only. So, it was considered an off-label operation. As reported, one leaflet in the first valve was determined to be non functional by echo post deployment and the physician attempted to manipulate the leaflet with a catheter and by balloon but was unable to get leaflet to work. They then implanted a second valve without complication. There are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion, post-dilation of the implanted valve. All these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets. In this case, the thv was implanted in the off-label native tricuspid valve position. The tricuspid valve position has a lower pressure than the aortic valve position which can potentially lead to improper coaptation as reported. As such, available information suggests that procedural factors (off-label operation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.

Event description:
As reported, one leaflet in the first valve was determined to be non functional by echo post deployment and the physician attempted to manipulate the leaflet with a catheter and by balloon but was unable to get leaflet to work. They then implanted a second valve without complication. There was no patient injury.

Manufacturer narrative:
Investigation is ongoing. Device not returned h3 other text : device not returned.